Event description:
It was reported by the affiliate that the (1) h2tuv was used during a burch procedure. It was reported that the device experienced intermittent action. The device was not in contact with the pt.